Manufacturer narrative:
The insulin pump was received with all buttons functioning properly; however, moisture damage was found on the keypad traces. No moisture damage inside the insulin pump was noted. The insulin pump was also received with a cracked case at the display window corners, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad after the insulin pump had gotten the device wet in a pool. The customer did not know the blood glucose reading. She stated that she placed the insulin pump into a bag of rice and took the battery out. She noted that the insulin pump alarmed with the word "battery." She was unable to reach the insulin pump's alarm history. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. She advised that she had been treating with manual injections since the date of the incident but that her blood glucose was fluctuating. The customer was advised to replace the insulin pump and agreed to return the device for analysis.